Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via clinical study regarding a patient receiving intrathecal therapy. The patient (who was awaiting a lung transplant in the intensive care unit) had experienced an infection over the weekend, and they are contemplating explant of the ¿ris.¿ it was unknown what actions were taken. It was reported that the implant date was (B)(6) 2012.

Manufacturer narrative:
(B)(4)

Event description:
Additional information reported that ris was thought to be remodulin implanted system. It was also reported that the patient had transitioned from the implanted pump system to an external pump. It was since confirmed that the patient did not have an infection.